Event description:
The report stated that during preparation for a radio frequency liver ablation, a water leak was detected on the handle of ablation needle electrode. Another needle electrode was used, and the procedure was completed with no harm to the pt.